Manufacturer narrative:
Other text: h6 codes updated. No device, error log or event history log was returned for investigation. The most probable yet unconfirmed root cause of the high pressure alarm is the downstream occlusion sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a pressure alarm. No patient injury reported.